Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. The ins passed all functional tests, including an impedance test in saline. A known good lead was attached to the returned ins, the ins and the lead were placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. All impedances were less than 1,000 ohms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that impedance measurements were taken and pairs case and 1, case and 2, and case and 3 were all greater than 4000 ohms. Initially the impedances were all greater than 4000 ohms and after rerunning the impedances case and 0 and all bipoles were within the normal range. The manufacturer representative attempted to have them turn off the operating room (or) lights and fluoroscopy and adjusted the amplitude and pulse width to troubleshoot. These steps did not resolve the issue. No cause was determined for the high impedances and no print out could be obtained. The implantable neurostimulator (ins) was replaced with another ins and all of the impedances were normal. The manufacturer representative would be sending the ins in for analysis. No symptoms were reported. There was no patient death and no patient injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.